Event description:
Customer reported that she had unexplained low blood glucose. Paramedics were called and customer was taken to the emergency room and was hospitalized. Customer stated that the blood glucose reading was unknown when paramedics arrived. Customer stated that her low blood glucose was a combination of increased of exercise, not eating enough to compensate and her doctor increased the amount of basal rate in the early hours. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.